Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer replaced the sureform 30 curved-tip stapler instrument in order to continue with the procedure. No site visit was conducted. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Stapler logs show the sureform 30 curved-tip stapler instrument was installed on the system 2 times and fired 1 blue sureform 30 reload. On install 1, a blue reload was installed, however no clamping or firing was attempted. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was shown as successfully unclamped per the logs. Approximately 3 minutes after the unclamp was completed, the emergency stop (e-stop) button was pressed. The instrument was then force expired as a result of the grip release use. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted appendectomy procedure, a partial fire occurred and malformed staples were produced after a blue sureform 30 reload was fired with a sureform 30 curved-tip stapler instrument. The sureform 30 stapler instrument was stuck to tissue after the firing sequence, and the instrument release key (irk) was used to successfully release the stapler's jaws. A third-party stapler instrument was used to continue the intended staple line and resect the remaining target tissue. Additional tissue resection of the appendix and cecum was required due to the customer reported issue. The blood loss was minimal. The procedure was completed robotically.